Event description:
It was reported that the device was explanted after an implant duration of approximately 7.8 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
A baxter service technician evaluated the pump and confirmed the customer reported condition of "open and stop keypad is not working at all". Corrosion within the pump head module (phm) keypad flex cable is causing the stop & open buttons not to work.upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software version is 5.09.90 and will be categorized as colleague 2006.

Event description:
The facility reported a colleague infusion pump with "open and stop keypad is not working at all". The incident occurred in sterile processing. It is unknown when this event occurred. No patient injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report.